Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h9, and h10 visual examination of the returned product found it exhibits signs of use (nicked or gouged) and has one of the components disassembled / missing. The missing component was not returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-00064. Concomitant medical products: cps tibial articular surface provisional right size 10-11 ef top item# 42527600810, lot# 62505567. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp shim was returned missing bearings. Attempts to obtain additional information have been made; however, no more information is available at this time.